Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 20-mar-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving prialt and baclofen via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had his pump replaced for normal eri (elective replacement indicator) battery longevity. During the procedure, the cap (catheter access port) was aspirated and priming of the new pump and existing catheter were done. After the replacement, the patient complained of increased/return of spasticity. It was noted that the pump was not rinsed with drug prior to filling it with drug and they were wondering about dilution of the drugs due to residual volume of the sterile water in the new pump. Troubleshooting options were discussed. Additional information was received on (B)(6) 2021 from the hcp via the company representative who reported that a dye study done on (B)(6) 2021 revealed dye pooling near the pump connector. There was a leak at the connection site. The cause of the issue was unknown. The patient was taken to surgery the same day and the pump connector was replaced.